Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly was noted. No button error alarms were noted. No unlocked lcd keypad connector was during visual inspection. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a corroded battery tube.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.